Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17705. It was reported that the atrial lead was dislodged and dangling into ventricle via review of x-ray. The right ventricular lead had also pulled back with no slack, but still functional. It was noticed that short leads were used on the patient. Decreased r-waves were also observed. It was decided both leads would be removed and replaced with new, longer leads. The patient¿s condition was stable.